Event description:
The patient contacted animas alleging that the pump was losing time. The patient reported that with every battery change, he's noticed that the pump is slightly off by five minutes. The patient reported that the issue has been ongoing since starting on the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.